Event description:
It was reported via repair work order that the cot was leaning due to a bent x-frame lift tube. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.